Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number three states, "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing." This medwatch report is for two units from the same lot. The instrumentation used to tie the knots in the suture was evaluated and was found to be conforming. The supplier of the suture was contacted to determine if any changes had been made to the suture. No changes to the suture have been made since november. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 14, 2011.

Event description:
It was reported that patient underwent rotator cuff repair on (B)(6) 2011. During the procedure, the surgeon inserted an anchor into the bone and the suture broke as the surgeon attempted to tie the second knot. Another anchor was opened and attempted for use with similar results. The procedure was completed by tying knots using two sutures per anchor instead of four. A delay of more than half an hour occurred as a result of the suture breakage.